Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that during a routine follow-up, high out of range pacing impedances measurements were observed, along with low p waves and loss of atrial capture in the bipolar setting. During testing, all measurements were improved when switching to unipolar, thus it was decided to have the lead setting split configuration of unipolar pacing and bipolar sensing. During isometrics exercises noise could be observed on the atrial lead. An x-ray image was taken and is to be reviewed at the next scheduled follow-up. The patient displayed no adverse effects and was dismissed for a routine follow up in three months.